Event description:
It was reported that during a coronary transluminal angioplasty, a guide wire detachment occurred. The 80-85% stenosed lesion was located in the moderately tortuous and severely calcified circumflex artery. Two pt2 light support guide wires were used in this procedure. When the guide wires were withdrawn, the distal segment of one of the wires was detached in the medium proximal segment of the circumflex artery. There was no attempt to retrieve the detached guide wire segment and it remains inside the pt. Two maverick balloons (2.5x12mm and 3.0x9mm) and 2 unspecified balloons (2.5x25mm, and 2.5x12mm) and another MFR's stent were used in the procedure. The 2.5x25mm balloon did not cross the lesion. The pt condition is reported as "stable."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.